Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, while the surgeon was using the monopolar curved scissors (mcs) instrument, the hot tip came off. When surgeon went to use it again, surgeon noticed it was not there and was deemed lost inside the patient's anatomy. Customer searched and were able to locate and remove the missing tip successfully from the patient. A backup instrument was used to complete the procedure with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer and the following additional information was obtained: it was confirmed that the instrument was inspected prior to the surgery with no issues noted. The tip was found and retrieved with a grasper and taken out via trocar site. The surgeon did not notice any functionality issues with the instrument nor did it collide with any other instruments. A reducer was not used and there was no issue with getting the tip cover off and removing the instrument. The tip cover looked to be properly installed and the instrument wrist was straightened before removal. The instrument was used for approximately one to one and a half hours and the surgery was completed laparoscopically using the robot.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The tip cover was installed on and tested with an in-house instrument. The instrument was installed on an in-house system and was manipulated in all directions multiple times. The tip cover remained installed on the instrument throughout the entirety of the test. There was no problem detected. Additional findings not reported by site: the tip cover was found to have a gouge. The gouge measured approximately .079" x .027" in size. There was no material missing as a result. The root cause of this failure is attributed to user. No image or video clip for the reported event was submitted to isi for review. An procedure review confirmed that the benign hysterectomy procedure was performed on (B)(6) 2022 via system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) instrument tip broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.